Manufacturer narrative:
Per report, " according to end user 5 machines are defective, they overheat and tubing pops off during use, caps to filter come off easily. Units come with a 5-year warranty. Would like to return 5 ea." Customer also reported that, "several parents vocalized machine seems unsafe as the machine needed to be secured by staff at the bedside, manually holding the tubing in place while nebulizer treatment is running." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, " according to end user 5 machines are defective, they overheat and tubing pops off during use, caps to filter come off easily. Units come with a 5-year warranty. Would like to return 5 ea."